Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the patient's right ventricle (rv) and right atrial (ra) leads exhibited noise. No intervention was performed. The patient was in stable condition.